Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The bmw device will be filed under a different medwatch report number.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The balance middle weight guide wire (bmw gw) was advanced to the lesion. Then the 3.0x15mm nc trek balloon was attempted to be advanced but met resistance with the gw. It was then attempted to remove the balloon but could not be removed from the guide wire, therefore while attempting to remove both, the balloon broke. Resistance was met with both devices during removal. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned balloon catheter. The reported material separation was confirmed. The reported difficulty to advance/position and difficulty to remove were unable to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties and noted damages appear to be related to operational circumstances of the procedure. Based on the reported information and returned device analysis, it is likely that that the guide wire encountered resistance with the anatomy resulting in the difficulty to advance/position. Manipulation during attempts to advance the device likely caused the noted bunching damage on the device and the difficulty to remove during retraction. Inadvertent mishandling during retraction against resistance likely resulted in the inner and outer member stretching and separation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.